Event description:
Patient contacted dexcom technical support on (B)(6) to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6). Sensor was inserted on (B)(6). Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).